Event description:
The consumer called stating that the wheels on her (B)(4) rollator are allegedly splitting open which are allegedly affecting the brakes. The consumer stated that she fell hitting her head on cabinets. Minor injury. No medical intervention alleged.

Manufacturer narrative:
(B)(6) - RMA 860185892-I has been initiated for this issue. Model 66550, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers preexisting medical condition consists of blood clots and arthritis in the back and knees. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare consumer affairs called and spoke with the consumer. The consumer stated that the wheels on the unit allegedly split when she was walking from the sink to the stove causing her to fall. She sustained a knot on her head. She contacted the dealer and the dealer stated that she was using the unit incorrectly that would cause this to happen. Invacare agreed to replace the unit. The product is to be returned for an investigation.